Event description:
It was reported that the infusion pump was being used to administer epinephrine during a surgical case. Reportedly the pump went into a failure alarm state and "poured" solution into the pt. The manual tubing release reportedly was used to remove the tubing from the infusion pump. No pt injury was reported. No additional specific info has been able to be obtained.